Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noticed one haptic was crushed after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.